Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a capio device was used during an unknown procedure on an unknown date. According to the complainant, during the procedure, the suture broke inside the patient and was not located and was not removed. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on june 25, 2018. The physician reportedly confirmed that it was the capio carrier that broke and not the suture. According to him, 2/3 of the capio carrier was found in the patient's ligament. This was confirmed when the patient had an MRI scan on (B)(6) 2018.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during an unknown procedure on an unknown date. According to the complainant, during the procedure, the suture broke inside the patient and was not located and was not removed. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.